Event description:
On (B) (6) 2010, the reporter/patient's daughter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the pt on (B) (6) 2010, to classify this case. The pt alleged that the product issue began at approx 11:00 pm on the last week of (B) (6) 2010. The reporter claimed that the pt tested on the subject meter and obtained blood glucose results of "538 and 282 mg/dl," taken within 20 mins apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The pt informed the mss that she tests her blood glucose about four times a day and that she takes insulin injections to manage her diabetes. The pt stated that she takes nph insulin twice a day (10 units before breakfast and dinner) and regular insulin on a sliding scale (before each meal and before bedtime). Due to the alleged meter issue, the pt stated that guessed on her insulin dosage and thinks she may have taken 14 units of regular insulin before going to sleep. At approx 2:00 am, the pt claimed that she awoke feeling "weak, sweaty, and hungry." The pt tested her blood glucose with the subject meter and obtained a result of "61 mg/dl." The pt claimed that she treated herself by having cranberry juice and a cheese sandwich. During the troubleshooting session, the cca confirmed that the pt was using a correct technique for testing her blood glucose with the reported meter. The pt did not have a control solution to perform a quality control test at the time of the call. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is classified as MDR-reportable due to the following conclusion(s): due to the alleged inaccurate readings that the pt claims she obtained on the subject meter, the pt stated, she changed her usual diabetes medication administration, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.